Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia with a blood glucose value of 516 mg/dl. Customer's current blood glucose value was 167 mg/dl. Customer was using auto mode feature at the time of the event. Customer also reported bent cannula. The device will not be returned for analysis.